Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 reporting that the cause of the connectivity issues was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was in the operating room right now and the patient was experiencing two connectivity issues when connecting with the ins. They had tried to switch the leads in the ins ports and the issue persisted on the same contacts. They wiped down the leads with alcohol and they stated that this took the connectivity issue from the original 4 contacts down to two contact. The caller stated that they did not have this issue in interoperative testing. Technical services reviewed that the rep had done most of what would be recommended for troubleshooting. It was reviewed that the rep could try to narrow down the issue to the lead or ins by testing with a wens. If the issue persisted on the same contacts on the wens then it would be recommended to replace the lead. If not, then replace the ins. No symptoms were reported. The rep did not have time to provide any further information. The rep provided additional information the next day, stating that they programmed around one contact that was not making a good connection and they were able to achieve appropriate paresthesia coverage. The event occurred on (B)(6) 2019 (date of implant). No further complications were reported/anticipated.